Event description:
In 2006, a physician succesfully deployed an emboshield into the left internal carotid artery; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved, the pt was discharged to home the next day. It was reported that two days later, the pt had complaints of soreness in the left side of the neck which is generalized weakness; date of resolution is continuing. The following month, the pt has had intermittent short term memory loss with no neurological deficits reported; the date of resolution is continuing.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.